Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was coming in and out. The blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. The stop current test and run current test were in specification. No missing segments or partial display anomalies noted during testing. Device received with scratched case and cracked reservoir tube lip. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor . No stripped battery cap coin slot noted during visual inspection.